Event description:
During the saphenous vein harvesting procedure, the silicone on the balloon on the short port tore during inflation. The procedure was completed using a replacement device. No patient complications were reported.